Event description:
During a laparoscopic nissen fundoplication procedure, the doctor touched the working tip of the blade which broke and fell off. The blade did not fall into the pt. Another like device was used to continue the procedure.